Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Relative manufacturer reference number: 2938836-2020-03159. It was reported that when the patient presented for post-operative device check, left ventricular lead was found to be capturing atrial signals and atrial lead was capturing left ventricular signals. The leads were found to be switched in the header. The initial capture was confirmed with external electrocardiogram (EKG). No issues were found with both the leads. The leads were programmed off. Patient presented for repositioning on (B)(6) 2020. Both the leads were switched back to correct port in the header. All testing was within normal limits. The patient did not experience any adverse consequences before and after the procedure.